Event description:
New information received states a (B)(4) transmission revealed another instance of post paced t-wave oversensing observed on the ventricular channel. The cause of oversensing is unknown. New programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made.